Event description:
This notification was opened for review for information received that a trilogy evo ventilator had a ventilator inoperative condition as evidenced by an error code alarm e-156 which indicates the therapy central processing unit was still running in the boot monitor software. This condition requires replacement of the device's printed circuit board assembly to address the issue. It was additionally reported the ventilator failed "pneumatic test" group on the service diagnostic and test tool. The machine flow sensor requires replacement to address this issue. The device was not in use with a patient. There was no harm or injury reported. The manufacturer has not received information indicating the required repairs and final testing have been completed at this time. A follow-up report will be submitted on receipt of additional information. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.